Event description:
It was reported that it was not possible to adjust parameters on the display unit (ecd). The selected parameter flashed, but then jumped back to the originally set value. The device was replaced. No patient health consequences were reported.

Manufacturer narrative:
The affected device was inspected on site by dräger service and the log file was made available for further investigation. The log entries confirm a temporary malfunction of the touch screen of the display (ecd) during the event due to a hopping frequency adaptation. The ecd display bundle must be replaced to remedy the issue. An impaired touchscreen of the ecd reduces access to the device and may prevent the user from changing device parameters. Ventilation is not affected by this failure and continues as previously set by the user. Safety-relevant parameters such as fio2, minute volume or the airway pressures as well as an indicator for the ongoing ventilation are displayed in the secondary oled display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that it was not possible to adjust parameters on the display unit (ecd). The selected parameter flashed, but then jumped back to the originally set value. The device was replaced. No patient health consequences were reported.